Event description:
It was reported that oversensing was observed on the right ventricular lead. Lead damage was suspected but not confirmed. No intervention was performed, the lead remains implanted and will continue to be monitored. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.